Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device was returned for analysis. The device was received in the carrier tube and was removed with no issues. The shaft was microscopically examined. The inspection revealed the outer shaft was separated from the hub distally for 16cm. The inner shaft in between the separation was stretched. Due to the appearance of the separated ends and the stretched shaft, it appeared that the separation was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 16-aug-2016. It was reported that the catheter was broken. A 135/10 renegade hi-flo kit was selected for use. During preparation, the physician washed the catheter and pulled the microcatheter out. However, it was noted that the catheter was broken into 2 pieces. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However device analysis revealed that the outer shaft was separated.